Event description:
The external pulse generator was returned as a trade-in/exchange and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis determined that the upper case was dented, both bail covers and the ring cover were broken, the battery contact was compressed, both bails and the ring were missing and the keyboard window was scratched. (B)(4).